Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they got hospitalized 3 times due to low blood glucose in 2012 with unknown blood glucose levels at the time of the incident. The customer stated the lows were their fault and not the pump. It is unknown if the customer was wearing the insulin pump during the incidents. No further details were provided as these were past events. Troubleshooting was not completed as the customer declined. The customer also inquired about active insulin on their current pump. The insulin pump will not be returned for analysis.